Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. Arjohuntleigh received a complaint where it was indicated that the maxi sky 2 ceiling lift fell down off the kwicktrak rail. During the time of incident, the device was not being used with a patient. No injuries were reported. The installed ceiling lift rail system was inspected by the technician visiting the site, who found as missing: the end stopper at one side of the track, therefore the system was not up to the manufacturer specification when the event took place and this way contributed to the adverse event. When reviewing similar reportable events, we have found some cases that may relate to the issue investigated here: non-portable ceiling lift detaches from the end of the track due to a missing end stopper. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, there is no trend observed for reportable complaints with this failure and the occurrence rate is low. Based on the collected information, findings made during the inspection of the track installation conducted by a quality engineer, we (arjohuntleigh) have been able to establish that the failure resulted from the fact that the component which is intended to stop the lift at the end of the track - "end stopper" - was missing. Upon the course of the investigation, it was found that the end stopper was missing because an arjohuntleigh engineer who was performing a re-installation of the ceiling device, did not complete all recommended installation activities and left the part of the track missing from the assembly. The ceiling lift was then used and moved through the track with missing end stopper at the track end, which consequently allowed the lift to fall off. According to the information gathered, there are two likely factors that lead to detachment of the ceiling lift. First, the arjohuntleigh technician did not fully complete the installation activity and left the track rail with a missing component: end stopper. Please note that as per device and installation system warnings included in the instructions for use, before each use kwicktrak must not be used without end stoppers installed at both ends of each track. We have established retraining of the involved personnel has already taken place. The second contributing factor is the fact that the caregiver also proceeded to use of the ceiling lift with missing track components. As per the IFU of the ceiling lift, before each use the caregiver should make sure if all end stoppers are in place and tightened. This is suggested to be communicated to the customer as action outcome from our investigation. The cause of the incident is therefore considered to be an incorrect installation of the ceiling rail system, and also an incorrect maintenance activity, related to using the ceiling lift at the track system which had a missing stopper. We find this complaint to be reportable in the competent authorities. Reference (B)(4).

Event description:
Arjohuntleigh received a complaint where it was indicated that the ceiling device: maxi sky 2 had fallen off the overhead track system due to the absence of the end stopper and end cap. No patient was on the lift when the reported situation occurred.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. Reference (B)(4).